Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded multifocal intraocular lens (iol) (zlb00, 23.5 diopter) was explanted from the left eye for an unknown reason. Another johnson and johnson iol was implanted as replacement (zcb00, 25.5 diopter), which resulted in a capsule tear. The zcb00 replacement lens was immediately removed from the left eye and a vitrectomy was performed. A 3-piece non-johnson and johnson iol was implanted as replacement. The patient status is unknown. No further information was provided. This report is to capture the event for the zcb00 iol. A separate report will capture the event for the zlb00 iol.